Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. The patient was pacemaker dependent. A device replacement was considered. No additional information was available at this time.